Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was tested successfully prior to insertion into the patient, but the guidewire became immobile in the lumen sometime after the catheter was inserted. The guidewire could not be removed from the catheter despite attempts both inside and outside of the patient. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.